Manufacturer narrative:
This complaint involved a reported (B)(6), ag line result. The sample was tested (B)(6) and by alere determine (B)(6) from different lot. An investigation has been conducted by orgenics with the following activities and results: the assay performance was assessed by testing a kit lot # 150507 from qc retention. The kit performed accordingly with qc specification. History record of release testing (qc) data and batch records for lot #150507 were reviewed. All quality control release testing was valid and performed within specifications with no observed anomalies noted based on the results of the investigation, a definitive root cause of the complaint could not be determined. Orgenics has initiated a corrective action / preventive action (CAPA) investigation (internal reference CAPA (B)(4)) to further investigate the cause of this event.

Manufacturer narrative:
Corrective action / preventive action (CAPA) investigation (internal reference CAPA-(B)(6)) has been completed for further investigation of reoccurring (B)(6) results when testing labor and delivery samples. CAPA-(B)(6) assessed the significance of the (B)(6) rates to the safety and effectiveness of the test in pregnant and labor and delivery patients. Investigation conclusions made within the CAPA indicate that alere determine hiv-1/2 ag/ab combo produces results within the range expected as mentioned in the product pi and has performed similarly with another FDA-approved 4th generation test in a comparable field study. Based on the above, there is no evidence to suggest a product deficiency and the investigation is deemed closed. The trend will be further monitored and tracked.

Event description:
Customer reported a potential (B)(6) result for a peripartum patient. According to the customer reporting, no prophylactic medications was administered to the patient or the infant. The patient underwent vaginal delivery. Confirmatory lab result was (B)(6). There were no adverse patient outcomes reported.

Manufacturer narrative:
Investigation pending.